Event description:
The pt reported not being able to use several electrodes. Diagnostic testing did not indicate a device malfunction. The health care providers elected to explaint this device and reimplant a new device. The device analysis indicated that the implant had malfunctioned. No further info has been made available regarding this pt who resides and was implanted outside of the u.s.a.